Event description:
On (B)(6) 2012, gore hybrid vascular graft was implanted in an a-v access application. The implant was in the pt's upper arm, from the brachial artery to axillary vein. On (B)(6) 2012, the pt presented with arterial steal syndrome. Ligation was performed.